Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer straightened and primed the tubing and then resumed insulin, leading to the closure of the case by technical support. There were no frequent or recurring occlusion issues reported by the customer.